Manufacturer narrative:
One opened probe was received, with tip protector, in a tray. The sample was visually inspected. And found to be nonconforming with orange/brownish foreign material on port face, dried white foreign material along the probe needle. The sample was then functionally tested for actuation and aspiration, and was found to be conforming for both functional tests. The returned sample was found to be functionally conforming. Therefore an aspiration failures as described in the complaint was not confirmed. And a root cause cannot be determined, for the complaint as described by the customer. No action was taken, as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with tip protector in a tray. The sample was visually inspected and found to be nonconforming with orange/brownish foreign material on port face, dried white foreign material along the probe needle. The sample was then functionally tested for actuation and aspiration, and was found to be conforming for both functional tests. The returned sample was found to be functionally conforming. Therefore, an aspiration failures as described in the complaint was not confirmed. And a root cause cannot be determined, for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut, during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that two vitrectomy probes did not aspirate during a procedure. There was a delay in the surgery time and the nucleus dropped into the vitreous. The product was replaced and the procedure was completed. The patients current condition is unknown.